Event description:
Information received on 8/21/96 indicates the balloon was removed from the patient and replaced due to recurring incontinence. Additional received on 9/30/96 indicates the original balloon was left in place, per dr.